Event description:
New information received indicates the lead was explanted on (B)(6) 2023. No further adverse patient consequences were reported.

Event description:
It was reported that a patient presented in-clinic with discomfort and dizziness after receiving an inappropriate shock due to over-sensing of right ventricular lead noise. The right ventricular lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.